Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device has passed away a year ago. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.